Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy: according to the reporter: loaded black reload onto idrive and it could not be fired. Moved to disposable handle to complete the procedure. There was no delay over 30 minutes. No reinforcement material was used. The last known status of the patient was reported as fine.

Manufacturer narrative:
(B)(4).